Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would turn off randomly, however, the error log indicated an error and therefore the power supply was replaced as a preventative measure. Analysis was able to confirm that the programmer would not print and printer overheat message was displayed. It was also indicated that the programmer was out of specification on several chart recorder functional tests. Analysis was unable to confirm that the programmer would not save to universal serial bus. It was also indicated that the keyboard was pulling apart at hinge pin and that the lower case was damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would turn off randomly. It was also reported the programmer would not print and displayed the message "programmer printer over-heated." The programmer would also not save to universal serial bus. The programmer was returned for service. No patient complications have been reported as a result of this event.